Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and successfully resumed insulin therapy.